Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires on fenestrated bipolar forceps instrument were exposed. The instrument was not working anymore. The procedure was competed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the metallic wires (the ones moving the jaws and wrist) were exposed, from the wrist of the instrument, so there was no loss of cautery associated with the broken cable. Also, there was no signs of thermal damage at site of breakage.